Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 failed to provide energy. They waited in case the safety mechanism was activated with no avail. Polyfuse did not go into effect. Failed to provide energy. They opened another kit and finished the case with no vein or patient issues.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67)) there was 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of aug 2021 through nov 2021 . The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 failed to provide energy. They waited in case the safety mechanism was activated with no avail. Polyfuse did not go into effect. They opened another kit and finished the case with no vein or patient issues.